Manufacturer narrative:
Analysis cannot be performed. No lenses were returned for evaluation. The association between coopervision lenses and the event is unconfirmed.

Event description:
The patient alleges that after four days of lens use he experienced discomfort. He sought medical treatment the following day and was diagnosed with a corneal ulcer in the left eye and was prescribed moxifloxacin solution to be used four times a day. Good faith efforts have been made to obtain additional medical information without success, additional information is unknown. This event is being reported in an abundance of caution due to incomplete diagnosis, lack of medical information, and unknown resolution.

Manufacturer narrative:
New information received from the treating physician.

Event description:
The patient was seen in (B)(6) 2017 for a routine eye exam and was dispensed trial lenses on (B)(6) 2018 of the daily disposable contact lenses. On (B)(6) 2018 the patient was seen for medical treatment and was diagnosed with a superior region paracentral marginal corneal ulcer in the left (os) eye. The patient was prescribed vigamox and polytrim and seen for three follow-up care appointments over a ten-day period. The event fully resolved with no effect on the patient's visual acuity and no permanent injury, the patient resumed lens use on (B)(6) 2018.